Event description:
It was reported that during testing, it was discovered that the battery casing for power drive device was not working. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was observed that although the device functioned properly, the lid seal was missing and the casing was cracked. The assignable root cause was determined to be due to improper handling, which is user misuse and / or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.